Event description:
The patient reportedly experienced headaches during recent months even without the use of her device. She has discontinued use of her device. Testing of the device showed that the device is functioning. The patient is requesting removal of the device.